Event description:
It was reported that, while being on patient transport, the ventilator suddenly stopped with black screen. The patient was immediately re-connected to the previous ventilator on the ward - no injury or serious impairment of patient´s state of health was reported. The user mentioned that the battery status was checked before while preparing the patient transport to an external examination - it was displayed with 75%.

Manufacturer narrative:
The event was reported by the user facility to the national authority only - draeger was not involved in device check or analysis of the reported event. The device was manufactured in august 2012 and is not under maintenance contract with draeger - no further information could be obtained. The manufacturer is not able to perform an investigation to either confirm or deny the reported event. It is not possible to draw a conclusion about the root cause of the event or if appropriate measures and repairs have been performed after the event. It must be clearly remarked that batteries a subject to maintenance and exchange according to the device instructions. The maintenance state of the affected battery is unknown. The charge indicator of the battery is not appropriate to check its maintenance state ¿ an overaged battery may not be capable to supply the device with energy despite being indicated as fully or sufficiently charged. H3 other text : device not available for investigation